Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the drill bit ø0.8 l64/33 f/core hole had the distal tip broken. Broken portion is not shown on the picture. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø0.8 l64/33 f/core hole. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.130.000, lot # f-19566, manufacturing site: (B)(4), release to warehouse date: (B)(6) 2016, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, at the beginning of the surgery, during inspection of the device it was identified that one of the 0.8 diameter drill bits was broken. The procedure was successfully completed without any surgical delay. No further information provided. This report is for one (1) 0.8mm drill bit/k-wire attach for threaded hole/64mm this is report 1 of 1 for complaint (B)(4).